Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported on behalf of the patient that their device does not work. The patient claims ¿it¿s dead.¿ the caller did not have any further information or details as to why the patient¿s device does not work. No patient symptoms were reported. Additional information received on (B)(6) 2016 from the manufacturer representative reported that there was an alleged overdischarge. It was reported that the rep started a physician recharge mode (prm) for the patient but because the clinic was closing, the patient went home to complete the prm on their own. The patient was not able to get to a point where they could charge normally so the rep was planning to meet with the patient to address the overdischarge. The reason for not maintaining recharging was due to unrelated medical issues. There was a report that the patient has had various medical issues unrelated to the device. The patient broke their femur during that time and wasn't able to charge their system. It was also reported that they had multiple sclerosis (ms) and was wheelchair bound. The patient wasn't able to try to charge their implantable neurostimulator (ins) until after the patient returned home after their hospital stay related to their femur break. The patient wanted to recover their ins so they could get an MRI done. It was reported that the MRI was unrelated to the patient's stimulator. No symptoms were reported. Relevant medical history includes spinal pain. Follow up information received from the manufacturer¿s representative on (B)(6) 2017 reported that they were unable to get the ins battery to start back up. The patient was to have the MRI as soon as possible so the ins was to be explanted. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.